Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2012-00301, 3005099803-2012-00302, 3005099803-2012-00305, and 3005099803-2012-00306 address the other devices. It was reported to boston scientific corporation that five captiflex micro oval snares were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the same failure occurred with all five devices: a portion of detached metal was visible within the sheath near the handle. This detachment prevented the snares from extending and retracting when the handles were actuated; therefore, the procedure was completed with a sixth captiflex micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: detached metal seen within sheath near device handle. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.